Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized. Treatment and patient outcome were not reported. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. No additional information is available.